Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 21-jul-2018 with the following findings: a review of the black box showed call service 128 motor power supply fault alarms. No damage was found to the battery compartment or the returned battery cap. The returned battery cap fully tightened to the pump and powered it on. Further testing could not be performed due to moisture ingress, and an unresponsive keypad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.